Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported doctor's visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels were high (no readings provided) with dizziness, while wearing the pod on the arm between 4 and 24 hours. The doctor visited the patient at home and administered a manual insulin injection utilizing a pen and told to drink lots of water. The pod emitted an occlusion hazard alarm.